Event description:
It was reported that a 980 ventilator graphical user interface (gui) touchscreen was not responding. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.